Manufacturer narrative:
Continuation of medical product: addr01 ipg implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.